Event description:
.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Empty, advancer and tissue stop the analysis results found that the el5ml device was returned without the tissue stop. Additionally a bag with six malformed clips was received along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed; however, the instrument was disassembled and the tip of the advancer was found to be bent in direction to the tissue stop. In addition, the clip track was observed to be damaged with a gouge, which is evidence that the tip of the advancer got stuck into the clip track while firing the device. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was specific issue experienced with device? The customer said ¿faulty¿. No further details known. Did device not load clip? Unknown. Did device not fire clip? Unknown. Did device fire malformed clip? Unknown. How was case completed? Customer pulled another clip applier of same model. Was there any patient consequence? No. Is device being returned for analysis? Yes.

Event description:
It was reported that during an unknown procedure the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.